Event description:
The report stated that several hours into a cystectomy, the device quit working. Oozing occurred although an end tone, indicating a completed seal, was heard. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident device revealed no damage. The jaws of the instrument can be opened and closed without incident. The electrode jaw gap was measured and was found to be within specification. The knife was activated with cut test media in the jaws and no issues were noted. The device was tested on simulated tissue for proper activation and no issues were noted. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.